Event description:
Complainant alleged that the medics were defibrillating a pt who was in cardiac arrest, using multi-function electrodes with the device. The medics successfully defibrillated the pt once at 200 joules, but upon their second and third attempts to defibrillate the pt, the device screen displayed a "status 90" error message and did not charge. After the second attempt to defibrillate the pt, the medics switched to device paddles, but then switched back to electrodes when the device still would not charge. On their fourth attempt to defibrillate the pt, the device charged and discharged successfully. The device failed to charge on their fifth attempt to defibrillate the pt. The medics sixth through tenth attempts to defibrillate the pt were successful, as the device charged and discharged appropriately. The complainant indicated that the pt subsequently expired.